Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper # item 00801803603 lot 62741042, shell porous with cluster holes 62 mm o.d # item 00620006222 lot 62486046, ER standard 3.5 mm offset 36 mm i.d. For use with 62 mm o.d. Shell # item 00630506236 lot 62377082, ne scr 6.5x35 self-tap # item 00625006535 lot 62804912. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00404, 0002648920-2019-00405, 0001822565-2019-02355 and 0002648920-2019-00406. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent medical intervention to excise a painful mass from his left hip approximately 3 months post initial surgery.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of op notes. Op note demonstrated that the patient underwent an excision of left hip mass due to pain. During the surgery, it was found that the mass had gross appearance of scar tissue; there did appear to be a central canal area, which had some organized fibrous tissue, which vaguely resembled an epidermal cyst. Pathological report, mass removed appears to be consistent with old blood clot, no malignancy. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.